Event description:
Customer states that septum detached from the injection site while pressure infusor was pumping 3cc per second during CT scan. IV restarted and same problem occurred. IV gauge - 22. No injury to pt.